Event description:
It was reported that this insertable cardiac monitor (icm) was not connecting. It was indicated that the monitoring is disable due to possible device malfunction. The patient was referred to the clinic. The icm remains in service and no adverse patient effects were reported.